Manufacturer narrative:
Sample collected in a 5ml edta vacutainer tube. Samples were less than one hour old and stored at room temperature. Note: edta = ethylenediaminetetraacetic acid. The coulter lh 750 hematology analyzer was within quality control (qc) specifications with respect to controls and reproducibility. Controls are run once per shift. Controls were run both before and after this event. Samples were rerun to confirm back to the last acceptable control run. Field service confirmed the coulter lh 750 hematology analyzer met specifications on (B)(6) 2008. Raw data analysis was performed. This analysis indicated that this sample did not show a typical blast pattern. The lymphocyte population mixed slightly with the neutrophil population, but the degree of overlap was insufficient to generate a blast flag. The algorithm did set the flag for nucleated red blood cells (nrbc) as an "r" flag. Product labeling indicates a slide review when an r symbol is present with nrbc results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 1 of 5 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00477; MDR 1061932-2011-00478; MDR 1061932-2011-00498; MDR 1061932-2011-00500.

Event description:
On (B)(6) 2008, customer reported erroneous differential results with no instrument generated flags for blast cells, when using the coulter lh 750 hematology analyzer. Erroneous differential results were obtained and reported out of the laboratory on (B)(6) 2008. The results were determined to be erroneous based on the results of a manual differential showing 13% blasts. The manual differential was requested by a physician. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 5 events reported by this customer.